Event description:
It was reported, the colonovideoscope exhibited error code e315 (scope communication error). The reported issue occurred during preparation for use prior to an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d8, d9, g3, h2, h3, h4, h6, h11 based on the results of the investigation, the reported issue was confirmed. The investigation suggested that water/humidity entered the subject device, caused damage to the printed circuit board in the connector, which led to the suggested event. However, the specify root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex video scope exhibited error code e315 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.